Event description:
It was reported to boston scientific corporation that a therapeutic stone retrieval procedure occurred in 2007, using our zero tip retrieval basket. During the procedure, the basket sub assembly of our zero tip retrieval basket device detached from the rest of the device in the pt's right ureter. This was thought to have occurred due to the stone being larger than expected by the physician. The physician was able to retrieve the entire basket sub assembly through the scope. The procedure was completed with another zero tip retrieval basket successfully. No pt complication sustained as a result of the device breakage and detachment.

Manufacturer narrative:
Customer complaint confirmed. The basket sub assembly (s/a) is separate from rest of device and is severely damaged. Only 2 legs of the basket were returned and they are deformed at the proximal end. The heat shrink that holds the legs of the basket together has been pulled from the basket s/a and is in two pieces, both are severely distorted. A lot history search was performed and found no other complaints have been reported from this lot. A review of the device history record revealed no anomalies that could be associated with this incident. The root cause of this complaint is that too much force may have been applied to the device in a attempt to remove a large stone. The 04/2007 fifteen (15) - month zero tip basket complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.